Event description:
Legal claim received alleging that the patient suffers from pain and higher chromium and cobalt levels.

Event description:
Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob, doi, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 12 feb 2015 - der rcvd - added dor, patient height, weight and activity level, sales rep and surgeon information, stem (remained in situ) and sleeve, expiry dates, brand and common names, 510k numbers and updated cup and head already reported to reflect the metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update rec'd 5/6/2015- medical records received from legal. Upon revision, taper corrosion, metallosis, tissue damage, synovitis, and metal debris were noted.